Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d9, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Since the device was not returned for evaluation, a definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the needle broke and fell into the patient's lymph node during an unspecified diagnostic procedure. The needle was retrieved with biopsy forceps and a portable x-ray confirmed no residual needle was left in the patient. It was reported there was a delay for about ten minutes to replace the needle and remove the needle piece. The patient received fentanyl and versed sedation for the procedure. There was no patient injury or harm.